Event description:
Pt was placed on ventilator, after an elective intubation for respiratory distress. Ventilator "lo exhale" warning light blinking after the pt was on ventilator for 1 to 2 minutes. Visible observations by nurses and respiratory tech in ICU indicated that no apparent air exchange in the form of exhalations was occurring. Pt was taken off the ventilator and an ambu bag was used to manually ventilate the pt. The pt's vital signs deteriorated and emergency measures were instituted. The ventilator was changed, the pt recovered and was awake and alert later in the day.